Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 44 mg/dl at the time of incident and current blood glucose level was 112 mg/dl. The customer was treated with apple juice, peanut butter, crackers and one glucose tablet. The customer was feeling shaky all day long as symptom of low blood glucose level. The customer reported that the blood glucose level went down to 74 mg/dl and previously had low blood glucose level value 42 mg/dl. The insulin pump will not be returned for analysis.